Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's main board and display board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a trilogy evo ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's main board and display board were replaced to address the issue. The device was returned to the manufacturer's quality product investigation laboratory (pil) for evaluation. The pil was unable to confirm the complaint of the trilogy evo main board or display board. The visual inspection found no defects. The main board and display board were installed into the pil trilogy evo test bed and no unexpected errors were generated when it was tested. The pil concludes that the components operate properly. Section h6 was updated to reflect these findings.